Manufacturer narrative:
This report is submitted on april 12, 2018, (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced contact dermatitis. The patient was treated with a topical steroid (date and duration not reported). Subsequently, the patient underwent a skin revision under a general anaesthetic during an abutment change on (B)(6) 2016.